Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the device was not ratcheting or meshing. Clinical follow up was conducted to clarify any additional information about the reported event however, the customer was unresponsive. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) two times as documented in the repair reports in livelink. The last repair was august 5, 2016 where it was reported that the device was not functioning properly and the roller, damaged comb, gear, and handle were replaced. This is not a related issue. The previous repair report for the skin graft mesher, serial number (B)(4), was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on march 20, 2017 revealed that the sliding pin was rough and the calibration was out of specification. The hinges were nicked and the roller was galled. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on march 20, 2017 which included replacement of the ball detent, roller, worn bushings, gears and the ratchet was repaired. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿the device was not ratcheting or meshing¿ was confirmed since during initial inspection the sliding pin was rough the calibration was out or specification. The hinges were nicked and the roller was galled. The reported event was confirmed since during initial inspection the sliding pin was rough the calibration was out or specification. The hinges were nicked and the roller was galled. The root cause of the device was not ratcheting and meshing cannot be specifically determined with the provided information. The issue was resolved with the replaced the ball detent, roller, worn bushings, gears and ratchet. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device was not ratcheting or meshing. No adverse events have been reported as a result fo this malfunction.